Event description:
During a procedure, the physician reported that a pxslim catheter was inserted into a penumbra system 4max reperfusion catheter to use coaxially; however, the pxslim could not pass through the distal end of the 4max catheter because the pxslim became stuck inside the 4max catheter. The physician used another 4max catheter to complete the procedure. Physician's comment: I prepared to set these devices coaxial same as always. I could not pass the pxslim or a guide wire through the 4maxc. They became stuck at the same point. Therefore, there must be a kink inside the 4maxc.

Manufacturer narrative:
Result: there was visible damage to the exterior of the catheter. The catheter was cut open approximately 32.0 cm from the hub. The inner extrusion was folded underneath the coils. Conclusion: the complaint has been evaluated. The complaint indicates that it was difficult introducing a pxslim, and chikai 18 guide wire through the lumen of 4maxc. After evaluating the returned product. A 0.025" mandrel was introduced through the lumen of the 4maxc and only advanced approximately 110.0 cm distally. The lumen was cut open to observe the issue. The inner extrusion was found folded inside the lumen. This closed the lumen and made it difficult the advance the pxslim catheter or the chikai 18 guide wire distally. However the cause of this complaint cannot be determined. A mandrel was introduced through the lumen during processing. Therefore the catheter would have been rejected if this type of issue was found. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.